Event description:
It was reported that the device had a damaged main board connector. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case, logic board, and right iui. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/20/2018 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the logic board. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / ca-2018-0161, unresponsive keys / 1120033. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 03/20/2018 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a damaged main board connector. No patient involvement.